Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump was causing too much fluctuation in blood glucose. Customer had blood glucose from 2 mmol/l to 3.5 mmol/l. Customer's current blood glucose was 13.1 mmol/l. Customers stated that insulin pump came off from auto mode because she went to safe basal. Customer had alert before low and alert before high. Insulin pump will not be returned for analysis.